Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels, hospitalization and low battery alert on the insulin pump. Customer¿s blood glucose level was 388 mg/dl. Customer experienced diabetic ketoacidosis, upset stomach and they felt weak. Customer went to the hospital on (B)(6) 2017 at 8:30 am. Customer¿s current blood glucose level was 340 mg/dl. Troubleshooting for low battery alert was performed. Customer called for the first time because of the issue and they were offered a replacement insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test. No unexpected low battery alarm noted. Unit was unable to prime during prime test due to moisture damage in the faulty sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. During visual inspection found moisture damage on the electronic assembly and on the motor. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked reservoir tube lip and a stained end cap sticker.